Event description:
It was reported that this system exhibited a gradual rise in shock impedance measurements noted during lead integrity testing. Vector breakdown identified measurements from 106 ohms to 163 ohms. A boston scientific technical services consultant documented and discussed the reported clinical observations. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.